Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2025, due to hyperglycemia. Blood glucose level was reported to be 600 mg/dl. The pod was worn between 4 and 24 hours. The patient noted that the controller displayed a ¿missing sensor values¿ message at the time of the event, while using the dexcom g7 continuous glucose monitor (cgm). This message indicates a communication error between the pod and the cgm. The patient attempted to resolve the issue by re-pairing the pod with the controller; however, blood glucose levels did not decrease. The only symptom reported in association with the hyperglycemia was dehydration. Hospital treatment consisted of intravenous fluids, antibiotics, and pain relievers. The patient was discharged on (B)(6) 2025. It was further noted that the patient was able to resolve the error message with assistance from hospital staff; however, no additional details were provided regarding the troubleshooting steps performed.